Manufacturer narrative:
Despite multiple follow up attempts with the healthcare provider, no additional information (failure mode, patient records, intervention plans, if any) have been provided. Although no information to suggest an intervention has taken place, implantation of a transcatheter heart valve inside a degenerated one is a less invasive procedure to treat valvular disease. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. No information to suggest a device quality deficiency that may have caused or contributed to this event. Edwards follows ups with the healthcare provider are ongoing; additional information will be reported if provided.

Event description:
It was reported by surgeon that a patient was scheduled to have a mitral transcatheter valve implantation inside an edwards bioprosthetic mitral valve which was implanted for approximately 9 years. No further information was provided regarding this report despite multiple follow ups with the hcp.